Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's daughter in law reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer had low readings last night and the pump's bolos history showed a 9 unit bolus without other information. The customer stated that there was no serious injury regarding the call. The customer was advised to call back for troubleshooting.